Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072967.

Event description:
It was reported that the patient experienced lost of stimulation due to lead migration. The patient underwent a revision procedure however, the procedure was aborted due to the patient had too much scar tissue. No further information has been obtained despite good faith efforts.